Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual inspection revealed that the balloon shaft was found to be slightly kinked and wrinkled at approximately 39.5cm from its proximal end. The balloon was found to be perforated/ruptured under magnification. No other anomalies were observed. During functional evaluation, the balloon failed to inflate with air because of the perforation/holes in the balloon and water leaked out of the balloon during the inflation testing. The balloon could not stay inflated. Information available indicated that the device was confirmed to be in good condition prior to use and a 10 ml syringe was used to inspect the balloon for leakage during preparation. It is possible that the use of a 10 ml syringe during preparation of the balloon catheter may have caused the balloon to rupture, causing the reported leak. Per the device dfu: "7. Turn stopcock off towards balloon hub. Transfer maximum recommended balloon inflation volume from 20 ml syringe to 1 ml syringe. 8. Inflate balloon with maximum recommended inflation volume. Turn stopcock off towards balloon hub.9. Inspect balloon for leakage. Keep balloon inflated until air bubbles diffuse from balloon." If the 10 ml syringe instead of a 1 ml syringe was used to inflate the balloon to the recommended inflation volume, it could have caused the balloon to rupture and leak. Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
It was reported that the balloon catheter leaked while it was being inflated during preparation. There was no patient involvement.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon catheter leaked while it was being inflated during preparation. There was no patient involvement.